Manufacturer narrative:
(B)(4). This complaint for a report of packaging related issue was not confirmed. The root cause was undetermined. The sample was unavailable so no evaluation could be performed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
On (B)(6) 2013, a baxter senior product specialist reported that on (B)(6) 2013 a transfer set was found with the outer bag broken. The sample was not available. There was no patient involvement.